Event description:
On (B)(6) 2011, pt reported there was a leak of insulin in the system. She attempted to bolus and noticed the infusion set adhesive was wet with insulin. She was unable to tell where the leak originated. Infusion device is worn in a case, and pt does hear an audible click when she connects the infusion transfer set to the needle. Pt rotates infusion sites regularly and does not know if she has scar tissue. Pt reported this leak of insulin resulted in hyperglycemia. Add'l details were not given. Several attempts were made to f/u with pt and these were unsuccessful. Infusion sets were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.